Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis of the access site bleeding; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of access site bleeding was most likely related to patient condition of esophagus bleeding. The failure mode will be monitored and trended.

Event description:
The complainant reported a 71 year old male patient presenting with cardiomyopathy for impella support. Oozing was noted from the impella access site, post device insertion. As a result, 3 units of blood products were delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.